Event description:
It was reported that the patient received 39 inappropriate shocks for noise, there was oversensing and high right ventricular (rv) lead impedance. It was also reported there may be a possible lead fracture. The lead was capped and replaced. It was also reported the charge circuit was inactive on the device. The device was nearing elective replacement indicator (eri) and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2008. (B)(4).